Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required to review the device history records and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported polyethylene wear or device loosening without the products to examine and insufficient product info; however, infection after approximately ten yrs implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address infection thought to have been caused by osteolysis. Poly wear of the insert and loosening of the tibial tray, femoral component, and patella were also reported.